Event description:
A nurse reported that a pt experienced an unk cardiac event and expired on (B)(6) 2014. This nurse reported that the pt's last peritoneal dialysis treatment was on (B)(6) 2014, and that the pt was not dialyzing at the time or four hrs prior to the event.

Manufacturer narrative:
The nurse did not know the pt's dry weight, date of birth, or age. This reporting nurse provided limited info for this safety report. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.